Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect system was selected for use during a watchman case - laac. During the procedure, the physician accessed arterial groin with a non-boston scientific 12f dilator to pre-dilate the vein prior to use versacross access system. Thus, the versacross connect (dilator, versacross rf wire and the was sheath) were advanced into the groin and into the superior vena cava. A transseptal drop down was attempted, once physician noted bleeding at access site in the groin, around the versacross connect system so they removed the whole system. Thus, a non-boston scientific device (a gore 16f sheath) was used, and hence the same versacross connect system was reinserted. Bleeding around the non boston scientific sheath continued, and a hematoma was noted, therefore the physician aborted the case, and protamine was given to the patient. The access sites were closed and manual pressure was applied until bleeding stabilized. The patient was admitted to the ICU for observation and discharged next day due to fully recovery. The physician believes that the access at the groin was done poorly from the start and the versacross access system did not contribute to the ae. The device is not expected to be returned for analysis (disposed).